Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reports mobility issue and was examined by an orthodontist that found the patient to have at #23-25 has mobility grade 2 and #21, #22 and #27 have mobility grade 1. This mobility is more what is expected during orthodontics. The patient also has mild generalized recession. The orthodontist reviewed photographs prior to byte aligner treatment, patient had spacing on the upper and lower teeth. The mid-treatment photos reveals that the space closure was done inadequately and in a way that caused the patient traumatic occlusion leading to the mobility. It is the orthodontist opinion that the byte aligners caused the improper bite leading to mobility and necessitating comprehensive orthodontic treatment. The orthodontist believes this case should only have been taken on by a licensed board-certified orthodontist with the proper tools and resources. It is recommended that the patient cease treatment immediately.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.